Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently in the ER with a ruptured aneurysm. A CT was done and then confirmed on angiogram that the patient had a type iii fabric endoleak at the level of the flow divider. The physician implanted another manufacturer¿s aortic cuff and the type iii fabric endoleak was resolved. The physician stated the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.